Event description:
As reported by navilyst medical's distributer in the (B)(6), "a clinical nurse specialist was placing a 5f dual lumen PICC line using a modified seldinger technique." The line had been successfully placed, but as the introducer was being peeled off, the two handles detached from the sheath. It was stated that "distress was caused to the pt and the healthcare professional" as it was initially unclear as to whether the sheath could be removed without involving a surgical procedure. The sheath was able to be removed in its entirety by the clinical nurse specialist with no further complications. The used sheath has been returned to navilyst medical for eval.

Manufacturer narrative:
The used sheath from the reported incident has been returned to navilyst medical and forwarded along with a supplier corrective action request (scar) to our sheath supplier, (B)(6), for eval. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).